Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 6 of 8. The technical service representative (tsr) explained the message to the home patient (hp). No reason for message was found. The tsr had the hp recycle the machine, system error 2367 occurred. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using manual supplies. The hc was okay. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012, the regarding reported problem. The hp stated they ended therapy on the machine and finished therapy by using manual supplies. The hp stated that they just saw lots of air bubbles in the lines but they could not find what caused the air. The hp stated they no longer have samples available; they have discarded them promptly after therapy. The hp stated they cannot recall the lot numbers to the supplies. The hp stated overall therapy is going very well. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.